Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A review of the bill of materials for the product found that three of component 040-3 luer lock , the generic 3 cubic centimeter syringe, should be included in the main pack. Two 3 cubic centimeter syringes were returned. One was found to be an unused 3 cubic centimeter syringe with a clear barrel and clear plunger rod. The syringe plunger was found to have three rings, confirming that the syringe was manufactured after the supplier's design change. The syringe plunger was difficult to move in and out of the syringe barrel. Another 3 cubic centimeter syringe was returned with the clear barrel of a 3cc supplier syringe, but the plunger rod was found to be white. This syringe appeared to have been used. The 3 cubic centimeter syringes for the lot of the pack's configuration have clear plungers. The root cause of the report is unknown as one of the two returned 3 cubic centimeter syringes appears to have been altered and a plunger not supplied in within the pack was used on the syringe. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a faulty syringe, the cannula popped off from the syringe during the completion of a cataract surgery causing a vitreous hemorrhage in a patient's left eye. The patient was examined by a retinal specialist while in the operating room. A vitreous hemorrhage was confirmed, however, the retina was flat. The patient was referred to a retina specialist for further consultation. A product sample has been received and it is awaiting evaluation.